Event description:
It was reported that; the primary surgery was conducted on (B)(6) 2025. Dislocation of the glenoid component was reported. The impact on pain and range of motion was unclear. The physician commented that the cause was the patient's bone quality issues and the inherently low bone stock in the glenoid cavity. Images of x-ray are unavailable. The revision surgery was conducted on (B)(6) 2026.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the primary surgery was conducted on (B)(6) 2025. Dislocation of the glenoid component was reported. The impact on pain and range of motion was unclear. The physician commented that the cause was the patient's bone quality issues and the inherently low bone stock in the glenoid cavity. Images of x-ray are unavailable. The revision surgery was conducted on (B)(6) 2026.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing-, or design-related problems were found during the investigation. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.